Event description:
False negative reaction was reported with 0.8% selectogen. No death was associated with this incident. However, a transfusion reaction was reported with this complaint (chills, hives, plasma, hemoglobin, fever).